Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulty removing the stylet and deformation due to compressive stress (stylet) cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during device preparation, the stylet of the 3.0 x 28 mm xience skypoint stent delivery system could not be removed. Force was applied and the stylet kinked. The device was not used and there was no patient involvement and no clinically significant delay. No additional information was provided.